Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non sustained ventricular tachycardia (vt) episodes. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system continued to exhibit noise oversensing, which led to pacing inhibition and asystole for around two seconds. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to false non sustained ventricular tachycardia (vt) episodes. No adverse patient effects were reported. This system remains in service.